Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter displayed an error 2 message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2017 at 6:30am when she was unable to test using the subject device as it displayed an ¿error 2¿ message. The patient stated that she does not take any medications to manage her diabetes, and reportedly continued with her usual diabetes management routine after the alleged issue began. The patient claimed experiencing symptoms of feeling ¿clumsy and shaky¿ approximately 5 minutes after the alleged issue began, and reportedly self-treated by consuming additional food and/or drink. At the time of troubleshooting, the csr noted that it was not the patient¿s first use of the product and there had been no misuse; the correct test strips were being used and were within expiry, and the patient¿s testing technique was correct. Return of the subject device was requested for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.